Event description:
It was reported that soght treatment for right leg pain which bothered her while she walked. In 2008, the patient underwent an anterior cervical discectomy and (acdf) fusion surgery using rhbmp-2/ acs at c5-6. The patient subsequently underwent a direct lateral interbody fusion( dlif), a l4-l5 hemilaminectomy, foraminotomy in (B)(6) 2009 using rhbmp-2/ acs. The patient underwent a decompression on (B)(6) 2012 and a t8-t10 laminectomy with instrumentation on (B)(6) 2013 using rhbmp-2/ acs. Post surgery of 2008, patient started experiencing a continuing progression of memory loss. As a result of the other surgeries, the patient has decreased range of motion, is unable to drive, suffers from severe pain, unable to lay flat in bed and has to sleep in chair.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.